Manufacturer narrative:
(B)(4). Date sent: 10/28/2025. D4: batch #218d93. Additional information was requested, and the following was obtained: there was no patient consequences & no change in post-op care. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60b reload present. The reload was received fully fired. The manual override door was missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties and opened as expected. The staple line and cut line were complete and the staples met the staple release criteria. The events described of difficult to open and short cut or absent cut could not be confirmed as the device performed without any difficulties noted, it opened and closed without difficulties and the reload was received fully fired. The reported event of tissue plowing is confirmed. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 218d93, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric sleeve procedure, it was observed that the device sounded off during the fire and started to push the tissue forward and not cut. They could not open the device and a manual override was performed to open the jaws. It was reported that there did not seem to be any tissue changes from the two prior blue reloads to cause this and tissue was properly placed in the jaws and the correct technique was used. The procedure was completed successfully with a delay of ten minutes. There was no patient consequence nor surgical delay reported. No additional information provided.